Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 224 mg/dl and 114 mg/dl within 1 minute on the active system. No actions were taken based on these results. He delivered 16.0 units of insulin, as normal. The test strips are stored outside of the vial, and the vial has been discarded. No adverse event reported. Requested return of suspect device.